Event description:
Shortly after the implantation, it was reported that there were communication issues between the implant and the external equipment. External equipment was exchanged at that time. However, the pt subsequently reported jolting by the implant and continued system communication issues. The decision was made to explant the scs system.